Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Two used samples were received at the manufacturing site for the investigation. Visual and functional inspection were performed, and the reported issue was confirmed, a leak was detected at the bottom of the bags. The root cause can be attributed to the manufacturing process. A corrective action is not applicable at this time as a trend has not been identified. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the pump sets presented a leak on the irrigation bag. This event occurred during priming. Patient was not involved.